Event description:
It was reported to boston scientific corporation in 2009, that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on the same day. According to the complainant, during the procedure, the jaws were opened following advancement of the device through the scope. As the jaws were opened, the device came apart. The physician retrieved all identifiable fragments with another biopsy forceps, but indicated that there was uncertainty whether all fragments had been recovered. The physician indicated he felt a piece of the device may still be in the pt. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. After the procedure, the patient was sent to x-ray to look for any remaining fragments. Attempted follow up regarding the circumstances surrounding this event and pt status continues. Should additional relevant details become available, a supplement will be submitted at that time.

Manufacturer narrative:
A visual examination of the returned device found one jaw detached from the clevis which was within specification. The clevis was attached to the device and the wires were not broken (z's present). The needle was returned, however, the pin and eyelet were not. The device riveting was not reviewed due to the condition of the returned sample. A functional test was not performed due to the condition of the returned sample. The most probable root cause for the reported malfunction is a manufacturing issue. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.